Manufacturer narrative:
The device was not returned to olympus for inspection so the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Reportable malfunction was observed.

Event description:
It was reported that the bronchovideoscope displayed a b30 error during reprocessing. There were no reports of patient involvement.